Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Event description:
Customer reported that she had unexplained low blood glucose 4 times. Customer was taken to the emergency room and was hospitalized twice and two times the paramedics came to her house. The blood glucose readings were less than 30 mg/dl. Customer stated that she is pregnant and is having a lot of low blood glucose. Nothing further was reported.